Event description:
Customer reported frayed insulation on cables and wires. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the footswitch and power cord. System operates as intended. This MDR is related to ge healthcare complaint.